Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported that on the (B)(6) 2024, since she wasn't feeling well, she decided to test her bg level with her dario meter, which read 372 mg/dl. The user stated that her a1c is always in the 5.1% to 5.2% range, and that her bg level has never gone above 100 mg/dl. Due to the above, the user had her husband call her doctor, who advised the user to wait an hour, and re-test her bg level, which the user did and it read 313 mg/dl. Following these high bg readings the user's doctor gave the user a pill of 500 mg metformin, and advised the user to go to have her blood work done. When the user returned home, she tested her bg level once again with her dario meter and received a reading of 356 mg/dl. The user added that she had not eaten or drank anything at all that day. After the above, the user called her doctor once again, who advised the user to test her bg level once more, and to go to the hospital if she received a high bg reading, which the user did and received a reading of 383 mg/dl. After speaking to the doctor once more, he advised her to test her bg level with another meter. The user tested her bg with her mother in law's meter, and received the following readings: 95 mg/dl, 98 mg/dl, and 98 mg/dl. In addition, the user stated that her blood work came back with the result of 90 mg/dl. Following the bg results that she received above, the user's doctor advised her to not use her dario meter anymore.